Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned promus rx stent delivery system (sds) noted blood on the shaft, stent implant, balloon, and in the guide wire lumen, which is consistent with the loading of a guide wire and use inside the body. The undamaged stent implant was stationary on the tightly folded balloon between the markers. The broken shaft was not confirmed; however, the hypotube had separated into two pieces 21.4 cm distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separation. The hypotube jacket was stretched and separated at the same location. This type of failure is often attributed to ductile overload at a kink/bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. There were kinks in the hypotube 1 cm proximal to the separation and 1.5 cm distal to the separation. It is likely that the hypotube became kinked/bent during advancement of the sds in the anatomy and the hypotube separated, but with the jacket still in tact. The jacket then became separated during handling post procedure or during packing for shipment back to abbott vascular for analysis. Since there was no report of any damage observed to the sds prior to the procedure, this may suggest that a product deficiency did not contribute to the noted damage. Additionally, there were kinks in the shaft 2.5 cm and 6.3 cm distal to the guide wire exit notch. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint. This suggests that there are no lot specific product quality deficiencies. The broken shaft was not confirmed, however, it appears that the separations and subsequent kinks are related to operational context. All stent delivery systems are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
Reportedly during advancement of the 3.0 x 8 mm promus rx the catheter's shaft broke at the proximal end, but was not broken into two separate pieces and was able to be easily retrieved. The stent was successfully removed. The lesion which was calcified and tortuous was predilated with a non-abbott balloon and a second 3.0 x 8 mm promus rx was successfully delivered. The patient was fine after the procedure with zero complications. No additional information was provided. Return device analysis identified a hypotube separation. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.